Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while doing a product evaluation, gas was leaking out of the device and sleeve whenever an instrument was removed. Gas leaked out of the sleeve when the instrument was held at a certain angle. The problem was persistant throughout the procedure and the surgeon changed all the trocars for different trocars half way through the procedure. Procedure prolonged 10 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.